Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an elective upgrade for magnetic resonance imaging (MRI) access and charging difficulties. The patient status post operatively was good. Nothing will be returned due to hospital policy and electrocautery was used.